Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation found that the pump powers up properly. No defects were found to the power circuit or battery connections. The battery cap was observed to attach securely to the pump. There was no damage noted to the battery cap or the battery compartment. A review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There were no alarms related to the complaint noted in the alarm history. The pump was exercised for 24 hours with no power issues or alarms.

Event description:
The patient reported that four months ago, the pump randomly rebooted itself. She reported she changed the battery and battery cap and the problem continued to occur intermittently. She also stated the pump rebooted two times on (B)(6) 2011. She confirmed disconnecting and doing the rewind/load and prime steps. The pump would work then it would reboot several hours later. This complaint is being reported because of the alleged malfunction of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.